Manufacturer narrative:
(B)(4). Method: device history record reviewed for ncmr and CAPA. No product returned. Results: record evaluation completed. Product met all release criteria. Conclusion: device not returned. No conclusion can be drawn. The directcheck protective sleeve is provided as a means to reduce probability of cuts. The instructions for use indicates use of protective sleeve is required when control vials are activated. Itc has requested all data required for form 3500a.

Event description:
Healthcare professional reports "nurse puncturing finger" with direct check quality control. Customer stated "nurse was using protective sleeve but then removed it when could not crush ampule." Customer cut left thumb due to puncture from glass shard. No report of serious injury, or administration of medical treatment other than cleaning wound with soap and water.